Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had a bypass surgery and afterward developed an infection. Also, the atrial lead may have become dislodged. The customer called to get lead information for potential lead extraction. There have been no defined information on status of the lead after contacting doctor twice. No patient complications have been reported as a result of this event.